Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of instability, which may have been caused by wear of the uhmwpe acetabular liner. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.

Event description:
Index surgery: (B)(6) 2007. Revision due to instability and discomfort. Everything went smoothly and the patient's health was stable leaving the operating room.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. Revision due to instability.